Event description:
The hosp reported that during an endoscopic vein harvesting procedure, the vasoview 6 btt short port would not hold air. An accessory pack was used to complete the procedure. The hosp did not report any pt effects. The pt was returned.

Manufacturer narrative:
Investigation: maquet cardiovascular received the device on april 12, 2010. A visual inspection revealed that the inflation valve was extended halfway out of the tubing. There was no evidence of blood on the device. Based upon the received condition of the device, the reported failure "short port btt would not hold air" is confirmed. A lot history record review was performed for the lot and it was found that there were no non-conformities related to the reported failure mode. This is currently being investigated in our CAPA process. (B)(4).